Event description:
It was reported that patient was twiddling with their ipg. The lead wrapped around the ipg and migrated outside of the epidural space. As a result, surgical intervention was undertaken wherein the lead was replaced to address the issue. During the replacement, physician visually noticed the lead also fractured.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.